Manufacturer narrative:
The serial number provided in this notification does not match the complaint device. This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was not performed because the serial number was not provided. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. CAPA reference: (B)(4). The customer stated that there was no patient involvement.

Event description:
(B)(4). 8015 120.4630 error. Biomed just replaced the 24v switching power supply. Once he powered on unit a 120.4630 error come on. Using an alaris battery. Recommend to replace power supply processor board. Gave part number and transfer to rosario com for pricing.